Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge displayed 50% battery life upon plugging the pump in to charge, and then dropped to 5% battery life. Reportedly, the battery gauge then increased to 45%, and after unplugging the pump the battery gauge increased to 100% battery life. In addition, the customer received multiple power source alerts when attempting to charge the pump. Customer's blood glucose level was 115 mg/dl. Customer reported they will continue to use the pump for insulin therapy.